Manufacturer narrative:
The device was repaired and returned to the customer. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The device was returned to the olympus repair center by the customer. During evaluation, the repair center found the olympus lamp intermittently failing to ignite with light output below specifications. There was no patient involvement; the reportable malfunction was identified during service.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: since it was not reproduced in the repair division, it is assumed that the cause was accidental contact failure of the contact point of the power connector for the pump. It is speculated that the defect was not reproduced in the repair department because it was contacted by vibration during transportation. It is inferred that lamp has been nearing the end of its service life, and it often fails to light up. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.